Manufacturer narrative:
Complaint statement (B)(4): received 26pc 450547/a20033kn for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters from which we receive this product. A review of the production documentation of the claimed material/batch did not reveal any deviations which could be associated with the complained error. Customer returned samples were checked with regards to the additive concentration and no irregularities could be observed. The complaint could not be confirmed.

Event description:
Customer advises clotting with cbc's. Specimens are being collected in postpartum and are mostly heelsticks. This is occurring with multiple phlebotomists. Tubes are properly filled to the fill mark +/- 10%. For how many occurrences - they will begin tracking all specimen rejections (unknown). No photos available.

Manufacturer narrative:
(B)(4). We have no further inventory of the material/batch. We have no further complaints on the material/batch. Customer samples have been requested. If we receive samples from the customer and upon completion of investigation, supplemental report will be filed.

Event description:
Customer advises clotting with cbc's. Specimens are being collected in postpartum and are mostly heelsticks. This is occurring with multiple phlebotomists. Tubes are properly filled to the fill mark +/- 10%. For how many occurrences - they will begin tracking all specimen rejections unknown. No photos available.